Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0jvrl, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the compatibility guidelines were requested for MRI. The area to be scanned was the knee. She has the device for both bowel and bladder but would say main symptom being treated was for bowel. She was having problem with her knee and her doctor wants her to do an MRI. They have done x-rays and the hcp (healthcare provider) cannot tell if the cartilage or ligament was torn with the x-ray. She wants to get this ¿crap¿ out of her because doesn¿t feel it was helping. It was later reported that day that the patient reports a representative was aware of an event being reported. She states that starting about 6 weeks ago the patient reports not being able to make it to bathroom. She states she hasn't had the device reprogrammed recently. She was off her overactive bladder medications. She thinks she had a bladder infection. The patient reports that she has had multiple bladder infections in the past and has been given antibiotics. She only feels stimulation sometimes. The ins (stimulation) was not laying flush ¿until¿ the skin. The patient states the circular thing "was going the wrong" way. She feels like the device was bulged and sitting on the incision and it was uncomfortable when she sits back. The patient thinks she told representative about this issue during an appointment in october. The healthcare provider office does not seem knowledgeable on the therapy. She had the same amount of leakage as before. She was limping around because of her knee which was the reason she called about MRI. She had fluid drained from her knee and cortisone shot. The patient called back in with programmer and program was changed from 1 to 2 at a comfortable level. She may go to healthcare provider tomorrow to see if she has a uti. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
It was reported the patient¿s device was not working. They still had fecal and urinary leakage. The device was only effective for four months. Increasing stimulation did not last. Changing the program did not resolve the issue. The patient thought something must have moved. The patient had a bladder infection in january 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.